Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 18-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not functioning and the screen was stuck on the carefusion screen. A technical support specialist (tss) found the station on the desktop carefusion application, logged in as the carefusion admin, and launched the application, which initially initiated a shutdown. The station then relaunched successfully, and the application loaded normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was nonfunctional. The customer stated that the screen was idling and displaying carefusion along with the host name, ip address, and related information. The or staff reported that they were unable to remove any drugs from the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.